Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Fse confirmed the 710 z1-axis errors while on site. Inspection of the device revealed that the sampling needle assembly was bent and burred. Fse replaced the sampling needle assembly, and then verified proper operation. Fse was subsequently able to run calibration, precision, and quality control (qc) without errors. No further action was required by field service. According to fse, a picture of the failed part was uploaded to sharepoint. A review of the photographic image provided by the fse confirmed that the sampling needle assembly was bent. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). There were two similar complaints identified during the search period. The g8 operator's manual under chapter 6- troubleshooting, states the following: the 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 710 z1-axis error: an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the reported event was due to a bent sampling needle assembly.

Event description:
It was reported that the customer had a bent sampling needle assembly and received random "710 z1-axis" errors with their g8 analyzer. Technical support (ts) instructed the customer to clean & lubricate the guide rod to the sampling needle assembly. The customer stated that they had no lubricant on site. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.